Event description:
It was initially reported that the patient was experiencing high lead impedance and was referred to a surgeon for consult. Later the surgeon reported that he observed dcdc=7. The surgeon said that since the patient has seizures, it is possible that this could have caused trauma. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.